Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged device is overheating. The hose was melted. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to product investigation laboratory (pil) and evaluated. During evaluation pil was unable to confirm the complaint.